Event description:
During procedure, the provider accessed the biliary tree and during manipulation of the wire, it was discovered that the wire had kinked previously, and then the distal tip sheared off during continued manipulation. The tip remained in the biliary system.